Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d9: returned to manufacturer on: 2023-06-07 h.6 investigation summary bd received 5 samples and no photos for investigation. The 5 customer samples were visually inspected with no issues being identified. The 5 customer samples were sent to the chemistry lab for testing. All results were within the specification limits for edta content. 100 retentions were visually inspected with no issues being identified. Additionally, 5 retention samples were sent to the chemistry lab for testing. All results were within specification limits for edta content. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes that there was clotting. The following information was provided by the initial reporter: -are the tubes examined for damages prior to use? Yes no damage that we can see -was the tube stored in the refrigerator? No , room temperature -are the tubes properly stored (4-25 degrees c, unless otherwise noted on the package label)? Yes -was the tube filled to the proper draw volume? Yes -how many times was the tube inverted? 8x -what is the time from collection to analysis? Short time we use the pneumatic tube station and send up as samples are drawn. -did the specimen(s) need to be recollected? Yes, increase in clotted samples by different phlebotomists -did you get erroneous results? Clotted samples request redraws. Customer reports high number of clotted lavender tubes.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes that there was clotting. The following information was provided by the initial reporter: are the tubes examined for damages prior to use? Yes no damage that we can see was the tube stored in the refrigerator? No , room temperature; are the tubes properly stored (4-25 degrees c, unless otherwise noted on the package label)? Yes; was the tube filled to the proper draw volume? Yes; how many times was the tube inverted? 8x; what is the time from collection to analysis? Short time we use the pneumatic tube station and send up as samples are drawn.; did the specimen(s) need to be recollected? Yes, increase in clotted samples by different phlebotomists; did you get erroneous results? Clotted samples request redraws.; customer reports high number of clotted lavender tubes.